Event description:
During a knee arthroscopy procedure, it was reported a pt presented with thigh and knee extravasation. It was found the transducer was badly damaged. Upon speaking with or supervisor, the unit produced an audible alarm, staff alerted surgeon to that fact, surgeon continued and completed surgery with unit alarming. The or supervisor admitted that the staff had notified the surgeon of the alarm and that he continued and completed the case without incident. Asked if the pt had any problems or extended stay, they had no idea.